Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer. No further issues were reported after this action. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a maintenance issue.

Manufacturer narrative:
The free psa reagent lot number is 854519. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with elecsys free psa on a cobas 6000 e601 module. The customer received a non-conformity on an external quality control. The customer then decided to repeat patient samples to determine a cause. The first sample initially resulted in a free psa value of 3.12 ng/ml and it repeated as 1.06 ng/ml. The second sample initially resulted in a free psa value of 1.12 ng/ml and it repeated as 0.690 ng/ml. The third sample initially resulted in a free psa value of 0.454 ng/ml and it repeated as 0.346 ng/ml. The fourth sample initially resulted in a free psa value of 1.12 ng/ml. The sample was repeated on (B)(6) 2026, resulting in a value of 0.746 ng/ml. The fifth sample initially resulted in a free psa value of 0.454 ng/ml. The sample was repeated on (B)(6) 2026, resulting in a value of 0.292 ng/ml. The sixth sample initially resulted in a free psa value of 0.747 ng/ml. The sample was repeated on (B)(6) 2026, resulting in a value of 0.536 ng/ml. The seventh sample initially resulted in a free psa value of 3.12 ng/ml. The sample was repeated on (B)(6) 2026, resulting in a value of 1.12 ng/ml.